Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Was the staphylococcus aureus found on the patient wound culture? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Following the procedure, the patient experienced a postoperative infection. It was reported as an epidermal infection more than 30 days after the c-section. The patient underwent a revision surgery and the stitches were removed. The patient's condition changed better. The culture results showed staphylococcus aureus. Additional information has been requested.